Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013 one 2.75 x 33mm xience prime stent was implanted in the proximal right coronary artery (rca). The patient had chest pain (unstable angina) on (B)(6) 2014 and was hospitalized. Coronary angiography on (B)(6) 2014 found 40-50% stenosis in the proximal left anterior descending artery and 70-80% stenosis in the proximal diagonal coronary artery. There was also 20-30% stenosis in one segment of the rca, 50-60% stenosis in another rca segment, and 40-50% stenosis in the distal rca. The patient was given dibutyryl cyclic adenosine monophosphate and large strains of rhodiola to improve circulation. The condition improved and the patient was discharged on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). The date was filed incorrectly on the initial medwatch report as (B)(4) 2017, but should have been (B)(4) 2017.